Event description:
Hill-rom received a report from the account stating the bed exit alarm would not send a call to the nurses' station. The bed was located at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support recommended the account get to the bed and into the service mode to troubleshoot. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual: if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The serial number of the bed was not provided by the account to determine if hill-rom performed preventative maintenance. It is unknown if the facility performed any other preventative maintenance on this bed. Three attempts have been made by hill-rom technical support regarding a resolution to this contact line, with no response. Based on this information, no further action is required.